Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation, observed 40 mm dark patch edge material inside gel device and was observed after autoclave: cloudy color and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of seroma-late and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right-side, "fluid." Healthcare professional reported, "neither biomarker was reported as appropriate for alcl," therefore, this is most appropriately captured by lymphoma.